Event description:
It was reported that the patient presented for device check. Upon interrogation, the right ventricular lead exhibited low impedance and sensing failure. It was suspected that the lead had insulation damage. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.